Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unidentified pump errors occurred. No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.